Event description:
IV pole at head of bed. Patient reached over side of bed and pushed the button to raise the bed. Bed raised up; IV pole broke ceiling light cover and shattered fluoresent light. Pieces of glass covered patient, bed and room.